Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The stent was returned on the transportation wire and located about 12 cm proximal to the protector cap. The stent protector shows no damage or irregularity. The stent is deformed (i.e. Flared) at one end. The balloon is not well folded anymore and shows signs of inflation. Microscopic inspection revealed stent imprints on the exposed balloon surface, indicating that the stent was initially crimped on the balloon. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. It should be noted that the IFU advises the user to visually check the stent system prior to procedure and not to use if any defects are noted.

Event description:
An orsiro drug-eluting stent system was selected for treatment. After placing the device in the target lesion, it was detected that no stent was on the balloon. The stent was found inside the protector. The stent seemed slightly expanded.